Event description:
It was reported by the patient that he underwent a hernia repair procedure on an unknown date and mesh was implanted. Since the procedure, the patient has experienced pain. The patient stated he was told by the surgeon he had nerve damage related to the surgery. The patient underwent an ultrasound and stated that the mesh was in place and that the surgeon believed the mesh was not the cause of his pain. The patient was referred to a pain specialist. He was prescribed several pain medications and a neuro stimulator was suggested. The patient stated the pain disturbs his sleep and feels the pain is ¿making him go crazy¿ and has been referred to a psychiatrist. The patient stated another surgery was an option but was told it may make the pain worse. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.